Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient was having a return of symptoms. The patient stated prior to the call they checked to see if the ins was turned on and patient increased stimulation from 1.2-1.5. While on the call the patient synced with the patient programmer and it showed stimulation was on. The patient stated they would increase stimulation a couple notches to see if symptoms improve. The patient added in the beginning the patient was adjusting too much and their health care physician (hcp) advised them to leave stimulation at one setting. The patient stated since then, the ins had worked perfectly for the patient¿s symptoms. The patient inquired if an x-ray could cause the patient¿s symptoms to return? The patient reported they had an x-ray of the hip/low back area for the patient¿s unrelated arthritis in their hip. The patient stated their ins was seen on the x-ray. The patient reported the ins was not turned off for the x-ray and noted the x-ray procedure did not apply any pressure to the neurostimulator system. The patient reported that prior to the x-ray the ins was working great for their symptoms. The patient was directed to follow up with the hcp to discuss the change in symptoms. It was reviewed with the patient to consider increasing stimulation to improve symptoms. It was noted by the patient that the return of symptoms was sudden and the patient could not recall if the return was before the x-ray or after the x-ray. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.